Event description:
It was reported that patient faced insulin leakage event on (b)(6) 2026. The blood glucose level was 27 mmol/L at the time of event.

Manufacturer narrative:
(b)(6).Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380.